Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to high blood glucose. Customer was vomiting and unsteady on feet. Customer stated that the blood glucose reading was 760 mg/dl when she decided to go to the hospital. Customer treated with manual injection. When she arrived at the hospital, the blood glucose reading was over 500 mg/dl. Diagnosed diabetes ketoacidosis. The current blood glucose reading is 330 mg/dl. Customer treated with manual injection. Nothing further reported.